Manufacturer narrative:
The alarm trace did not indicate an issue. The customer did not use the required rack adapters for 13 mm. Diameter tubes. The sample centrifugation time was insufficient according to the tube manufacturer's recommendations. The field service engineer performed a decontamination of the instrument. No further issues were reported by the customer after the decontamination. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys troponin I stat immunoassay results for multiple patient samples from the cobas e411 disk analyzer. The samples were repeated on a cobas e601 analyzer. Of the data provided, only the results for eight patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 337590. The expiration date was requested but was not provided. The measuring cell was changed and adjusted. Analyzer performance testing was within specifications.